Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery dropped from 100% to 30%. Customer also stated the battery jumped from 5% to 100% and back down again, the customer believed that this was due to the connection area on the pump not being secure. Tandem technical support (cts) reviewed the pump history with the customer and based on this information it was explained that the battery charge end completed the day prior was at 35% and that a 5% battery depletion resulting in a 30% is within average parameters. The customer stated that they thought it was at 100% but must have looked at the charge incorrectly. Additionally, it was also reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge had been filled with 250 units of insulin and the insulin gauge displayed a 105 unit reading. The customer reloaded the same cartridge and received an accurate fill estimate. The customer¿s blood glucose (bg) level was not impacted.